Event description:
Reportedly, it was noted that a portion of the 5mm port located at the anterior axillary line (lateral port) was missing. Therefore, the abdomen was filled with saline to locate the missing piece, however it could not be located within the abdominal cavity. In addition, the site through which the port had been inserted was explored and no foreign body was found. Procedure: lap chole. Pt status: no injury reported.